Event description:
It was found during a baxter eval that a wireless battery module would intermittently shutdown the pump if the battery module was bumped. There was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. Further eval could not reproduce the symptom of the wireless battery module intermittently shutting down the pump if the battery module was bumped. During the eval, the module was installed on a known good pump. The pump was then programmed with an infusion stimulation and started pumping on battery power only. Baxter evaluators were able to navigate through the pumps options with no loss of power or connection. The wireless battery module was then manipulated by applying pressure on top, sides, back of module housing with no loss of connection and no pump shutdown experienced. Eval found module's wireless connection capabilities inoperable due to a failed li-ion battery pack. The li-ion battery pack will be replaced.